Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital. It was discovered that this ICD provided pacing therapy during the vulnerable period which induced many episodes of ventricular tachycardia (vt). Boston scientific technical services (ts) was further reviewing the episodes and recommended programming the device to ddd mode with a long av delay in the interim. The underlying condition of the patient was not known. After further review of the reported issue, ts provided information regarding the algorithm described in the current accolade pacemaker manual. Boston scientific devices have both hardware and software features for managing crosstalk. The hardware incorporates electronic switches that temporarily tie the sense amplifier inputs to ground while the pacing pulse is delivered. Following the delivery of the pacing pulse, the inputs to the sensing amplifiers are electrically reconnected during the blanking period. Towards the end of the blanking period (blanking periods are user adjustable), a retriggerable noise window is activated. If sensing occurs during this noise window, the noise window is retriggered. If sensed signals continue to occur, the retriggering of the noise window will occur until the end of the av delay is reached, at which time a ventricular pacing output is initiated. Bsc devices use this algorithm instead of a "ventricular safety pacing feature". Further discussion of this issue with the physician was planned. No additional information is available at this time. If additional information becomes available this report will be updated.